Event description:
Following a mandubular osteotomy procedure in the operating room on 9/29/92, a white/redden area was noted on the patient's left cheek upon the surgeon's removal of the lorenz cheel retractor.the surgeon requested that the plastic surgeon in the suite see the patient in consulaion. The plastic surgeon did see the patient prior to the patient leaving the operating room. He recommended that the wound no be surtured closed. The operating surgeon applied neosporin ointment to the involved area and photographs were taken of the wound. The patient was taken to the recovery room. The circulating nurse and the anesthesiologist stated that during the procedure they noted that part of the cheek retractor was not stationary during the drilling process.the cheek retractor and the drill used during the case were turned over to the biomedical personnel for their investigationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: labeling - inadequate instructions for use. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.